Manufacturer narrative:
The insulin pump was received with black line on lcd due to cracked lcd zebra connector. No blank line on the display window noted during testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call that there was a black line on the screen. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.